Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage of the infusion occurred near the catheter connector and a crack was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An initial visual observation showed use residue on the returned sample. The catheter was flushed with a 12 ml syringe of water and a leak was observed in the catheter tubing just proximal to the distal end of the catheter, at the 42 cm depth marker. A microscopic observation revealed a small longitudinal split in the catheter at the leak site. The edges of the split were observed to be mostly straight but slightly rounded inward with a granular surface texture. The catheter was dissected in order to inspect the inner wall. Additional damage and impressions around the splits were observed on the inner wall of the catheter. Abrasive damage was also observed on the interior wall of the catheter tubing at the corners of the split. The characteristics of the damage observed on and within the returned catheter suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful advancement/withdrawal of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that leakage of the infusion occurred near the catheter connector and a crack was found on the catheter. There was no reported patient injury.